Event description:
Erroneous pacer spikes on "t" wave on monitor display. Pacemaker was interrogated by manufacture representative of pacemaker on unit was operating properly. Unnecessary patient charges for pacemaker interrogation due to the problem. The monitor tech had followed instructions to remedy this situation from the manufacturer's clinical instructors, problem not resolved.